Event description:
This is filed to report gripper actuation. It was reported that during preparation of the clip delivery system (cds), one gripper arm was observed not fully coming down. The cds was not used in the patient and the procedure continued with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.